Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hematuria - the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood - after 1 day on support, impella cp was removed due to hemolysis as evidence by hemolyzing labs and hematuria. Pt noted to be scheduled for high risk vr ablation. The cause of the mechanical interaction with blood was not determined due to no product returned, no data logs recovered, and insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was placed on a patient for ventricular tachycardia ablation, however during support decision was made to remove the cp due to evidence of hemolysis and hematuria.